Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of its inspiratory pressure and exhaled tidal volume (vte) levels both being low was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's inspiratory pressure and exhaled tidal volume (vte) levels were both low. There were no reports of patient involvement associated with the reported event.